Event description:
The customer reported that there was a line in the image. No further info was provided. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The unit was returned and repaired at canon inc ((B)(4)). The unit was then refurbished. (B)(4).